Event description:
It was reported that only half the cuff was inflating. No patient injury was reported.

Manufacturer narrative:
We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. DHR: a device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that only half the cuff was inflating. No patient injury was reported.

Manufacturer narrative:
We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. DHR: a device history review was also conducted on the component lot numbers and no discrepancies were found.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additional information was received indicating that there was no patient involvement.